Manufacturer narrative:
Investigation summary: lot#9064691 DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#9064691 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that a needle clog occurred during use with a pen needle 31gx5mm 5b tw 98ct (B)(6). The following information was provided by the initial reporter, "customer bought 98 eas pen needles, unable to provide store name so far. On (B)(6) 2020, customer noticed that flow occluded during usage, issue was resolved after replace one new pen needle customer inject 16 units of insulin each time, issue was noticed after injected 4-5 units same issue was noticed when last month on this batch. Customer has injected insulin for one year. Inject insulin once a day, without reusing the pen needle the insulin liquid used is laodeshi; one injection pen is 300cc, and one injection pen is replaced for more than 20 days." 4 occurrences were reported.